Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch klk174, batch kjm827.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and barbed suture was used. During use, the needle broke at the swage. No excessive force was applied to it at that time. There were no adverse consequences to the patient.

Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: lot: klk174 - expiration date: 09/30/2018, date of mfg: 10/27/2016. Lot: kjm827 - expiration date; 07/31/2018, date of mfg: 08/08/2016. The device history records were reviewed for lot klk174 and lot kjm827 and the manufacturing criteria were met prior to the release of these lots.

Manufacturer narrative:
The actual sample was returned for evaluation. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.